Event description:
It was reported that during use of this awl in microfracture surgery, the tip broke off and was not retrieved. There was no report of injury or surgical delay associated with this event. To date, no add'l information is available regarding the patient status.

Manufacturer narrative:
Investigations results: the instrument was received without the broken tip. An evaluation confirmed the reported problem. A visual examination noted that approximately 0.020mm of the tip was broken/detached. The device was tested for material hardness and found to meet specification. The information for use (IFU) for this device informs the user to inspect instruments before and after processing for proper function and alignment of pins and for chipping of plated surfaces.